Event description:
It was reported the programmer would not turn on. It was also noted there were stylus problems. The programmer was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis confirmed the report that the programmer would not turn on; device powers up with no issues. Analysis confirmed the report of stylus problems; the stylus will not calibrate. The stylus was missing. Display found out of electrical specification.